Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this product received inappropriate shock therapy due to noise and oversensing. Data was reviewed by technical services who stated that based on available evidence, the issues appear to be manifesting due to an electrode impairment. A revision procedure was planned and later completed, resolving the issues. No resulting adverse patient effects have been reported.